Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to undersensing and capture concerns. Upon review, a small deflection followed 200ms later by a larger deflection marked as as. This appeared to be atrial undersensing and farfield signal oversensing. After the arrhythmia, multiple signals were observed but not sensed. Atrial paced beats were observed with inconsistent pr intervals, thus capture could not be confirmed. Additionally, p-waves averaged >2mv, however a 0.5mv measurement was noted. Technical services (ts) reviewed troubleshooting options, including further right atrial (ra) lead evaluation. This pacemaker system remains in service. No adverse patient effects were reported.